Manufacturer narrative:
Approximate age of device ¿ 2 years.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were observed. The pump stoppages were confirmed on log file analysis by the manufacturer's technical services. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed wire damage that could have contributed to the hazard alarms and pump stoppages that were captured in the submitted log file. Approximately 21 inches of the external portion/distal end of the driveline was returned. Additional segments of each wire were also returned ¿ approximately 1.75 inches of the green, yellow, red and black wires, 2 inches of the brown wire, and 2.25 inches of the orange wire. These segments were examined under a microscope and no mechanical damage was observed. Electrical continuity testing of the distal end of returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. The silicone jacket and clear bionate appeared unremarkable. Upon removal of the silicone jacket and clear bionate layer, shield breakdown was observed approximately 15.75-17.5 inches from the metal connector. Visual inspection of the wires found a breach to the insulation of the black wire, approximately 17 inches from the metal connector. The black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The hazard alarms and pump stops that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the black wire contacted the braided shield while the patient was supported by the power module. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.